Event description:
Hello. My phillips dreamstation CPAP was part of the recall program. I registered my device, received a remanufactured one through the recall program, and used this machine until this past weekend. I have never used an ozone cleaner on either device, but I regularly washed the cleanable parts by hand with soap and water. The last week of (B)(6) I had bad headaches for several mornings in a row; when I opened the CPAP reservoir to check the water level, I noticed black spots around the tubing connector as well as the reservoir cover. This had never occurred before, and I have immediately stopped using this machine. I wanted you to know because the remanufactured CPAP was supposed to be "safe." I hope I do not have longterm repercussions from using this machine, as I can't know how long it was emitting harmful fumes and/or particles. I am working with my insurance to get a new device. I can send photos if that would be helpful. Reference report: #mw5149874.